Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r3.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that the detector will not calibrate or charge. The device was not in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and concluded that the customer had dropped the wpd from approximately 4 feet from the wall stand. After the drop, the wpd no longer powered up and could not connect to the system. Logs showed that the wpd was reporting an internal hardware failure. The fse performed a wpd self-test, which failed. An attempt was made to connect it using the cable and battery from room 3, but there was no change in the symptoms. The detector needed to be replaced. A replacement quotation was sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector will not calibrate or charge. The device was not in clinical use and there was no patient or user harm.